Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed a small hole on the cuff surface. Mechanical testing was performed by inflating the cuff using a syringe and then fully submerging the unit into sterile water. Bubbles were observed to be coming out from the cuff; confirming the presence of a leak. A walk-through of the manufacturing floor and process review was performed by the quality engineer during run of lot 3094670 in order to review the leak test and packaging operations. No discrepancies were found and it was observed that manufacturing procedures were being followed appropriately. It was also verified that there were no sharp edges used on production line, on leak test and packaging operations that could potentially damage the cuff. The instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. Customer reported that the damage occurred following 1 day of use. The most probably cause of the event is that the cuff became damaged during use. Although these products are 100% leakage tested in manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one day in use, cuff leak occurred. No adverse health outcome resulted from this event.